Event description:
It was reported that ¿after dissecting down to the nerve, the doctor attempted to stimulate, but got no response. There was no waveform on the monitor, and instead of the ¿thump, thump¿ sound the doctor expected, there was a ¿tweedle¿ sound. They tried repositioning the emg tube, they checked the set-up screen and all were green checks. They are unsure if a stim return was showing on the monitor. Because the device was not working as expected, the surgeon was not comfortable with the circumstances and decided to discontinue the case, cancel it, and re-schedule the patient for completion of the case.¿ at this time, the case has not been rescheduled. It was confirmed that the facility does not allege any malfunction of the nim system.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Product evaluation: no analysis could be performed; device discarded by user facility.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.